Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit did not seal and there was less than 250cc of bleeding. There were no regrasp alerts, there was evidence of energy delivery, and an end tone was heard. It sealed a second time with no issues. The device was used the remainder of the case. There was no patient injury.